Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte closed luer access device- leaked at the connection. The following information was provided by the initial reporter, translated from chinese to english: patient with a deep vein cannula for intravenous infusion with leakage at the infusion connector

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information from the customer: the leakage occurred during use, the location of the leakage was not known, the sample could not be provided no other details could be provided.